Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that an abnormal screen appearance was observed on the right side of the cardiosave intra-aortic balloon pump (iabp) display prior to use. Upon evaluation, a faulty upper lcd was confirmed and replaced. The device passed all functional and calibration checks. No harm was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11 complete event site name-(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and confirmed faulty upper lcd. The fse replaced video generator board and upper lcd. Could not duplicate issue after repair. Device passed all function and calibration checks.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: initial reporter: (B)(6). Correction field: b6, b7, d10, e3, g2, g7, h6(component codes), updated field: b4, b5, d5, e1(initial reporter), e2, g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use an abnormal screen appearance was observed on the right side of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement reported.